Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, vascular diagnostic procedure was performed by the customer and the procedure was completed by restarting the device. Review of the system log file showed that the showed that geo ipc was not communication with the system. To resolve this issue, fse replaced the geo ipc and loaded the software. The defective geopc was returned to philips for further analysis and the cause of the failure couldn¿t be conclusively determined by the supplier¿s part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry movement didn¿t work occurs a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the geometry movements on the system were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.